Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 (mg/dl). Customer consumed juice and glucose tablets to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data did not show any low blood glucose levels recorded on the event date of (B)(6) 2016. Pump data recorded four bolus requests and deliveries on the event date. The basal insulin rate setting stayed consistent with previous days, but was changed to 0 units/hour twice for twenty to twenty five minutes on the event date. Bolus and basal insulin rate settings were consistent with the day before and the day after stated event date. The insulin pump was operating within specification, and there is no evidence of a pump malfunction or a pump failure.